Manufacturer narrative:
(B)(4). Additional information, including pre revision x-rays has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. It has been confirmed that the explanted devices were discarded following the revision and thus cannot be provided for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the ecima liner and trinity cup after approximately 1 month due to recurring dislocation.

Event description:
Trinity revision of the cup and ecima liner after approximately 1 month due to recurring dislocation.

Manufacturer narrative:
Per -1784 final report. Additional information, including pre revision x-rays and operative notes was requested in order to progress with the investigation of this event, however, these were not provided and thus the investigation of this event was very limited. It was confirmed that the hospital had discarded of the explanted devices following the revision and thus could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported that the surgeon believed the dislocation may be the result of a high stem version, based on this, it has been concluded that this event was due to stem positioning and not due to a performance related issue and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.